Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event and therapy date are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2021-01410. It was reported that the patient's leads migrated, and effective therapy was lost. As a result, surgery occurred to explant and replace the leads, which resolved the issue.

Manufacturer narrative:
Section g3: the date received by manufacturer in the initial report should have been 04mar2021 rather than 06mar2021.